Event description:
It was reported that the label was discovered to be missing from 100 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes prior to use. The following information was provided by the initial reporter, translated from spanish to english: k2 edta tubes without the label for information of batch and expiration date.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. The most likely root cause is that a jam/crash occurred at the labeler. The jams/crashes usually occur when shelf packs get backed up or are fed through too fast. This shelf pack should have been rejected at the label sensor station. Checks are performed twice a shift to ensure that the sensor is working properly. Once the shelf pack is rejected it is manually inspected and should be placed back on line ahead of the labeling station and vision system for a label to be applied. It is possible that the shelf pack was placed downstream inadvertently and therefore failed to receive a new label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label was discovered to be missing from 100 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes prior to use. The following information was provided by the initial reporter, translated from spanish to english: k2 edta tubes without the label for information of batch and expiration date.